Manufacturer narrative:
Based on the information available, no conclusions can be made. The information obtained is limited to the content of the article. The article does not report any specific device malfunction or alleged post-op complications were caused or contributed to the use of the ventralight st with echo ps. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Seroma and hematoma are clinically understood potential complications of surgery/use of the device and are identified in the instructions-for-use provided with the device, as possible complications. Note, the date of event (01-jan-2019) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per journal article ¿short-term outcomes of laparoscopic intraperitoneal onlay mesh repair of adult ventral hernia using echo ps with ventralight versus symbotex mesh: a multicentric retrospective cohort study and literature review¿. As reported, the study included 47 adult patients diagnosed with primary ventral hernia, treated between (B)(6) 2019 and (B)(6) 2022. Patients were divided into two groups ¿ one with ventralight st with echo ps and another with non-bd mesh. The surgical method involved standard laparoscopic ipom repair under general anesthesia. After defect closure with v-lock sutures, the mesh was introduced and fixed using absorbable tacks. The outcomes demonstrated hospital stay was slightly longer for echo ps but not significant. Pain scores at 24 hours were comparable; however, at one week, ventralight st with echo ps group showed significantly lower pain scores. No cases of hernia recurrence were reported during the one-year follow-up. As reported, postoperative complications were minimal: one (1) hematoma and one (1) seroma in ventralight st with echo ps group. In conclusion, both echo ps and non-bd meshes proved to be safe and effective for laparoscopic ventral hernia repair, with similar recurrence rates and overall complication profiles. Echo ps offered the advantage of reduced pain at one week postoperatively, despite a longer operative time. Note: there is no information provided in the article indicating that the device caused or contributed to the postoperative patient complication(s). However, as postoperative complications did present and may require medical/surgical intervention we are reporting this as a serious injury MDR.